Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report feeling hiccups on the left side of the chest. A follow up with the patient's healthcare provider yielded that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was revised and repositioned remaining in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.